Event description:
During an in clinic follow up, it was noted the device was unable to use bluetooth to connect to the patient's mobile application. It was then attempted to be interrogated using bluetooth telemetry and was unsuccessful. It was noted the device was in bluetooth lockout. The bluetooth connection was restored, however, the device was still unable to be interrogated using bluetooth telemetry. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of inability to communication via bluetooth (ble) was confirmed. Based on the review of the logs, it is suspected that a memory corruption had occurred, resulting in the loss of ble connectivity.